Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided lot number 200806. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation. The retained samples were examined and no signs of clogged needles were identified. Based on the investigation results possible, an exact cause related to the manufacturing process could not be determined for this incident. During the cannula assembly process, needles are inspected for signs of occlusion regularly as part of the in-process inspection plan. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. At this time, further action has not been determined necessary.

Event description:
It was reported when using the bd microlance¿ 3 needle the needle was clogged/blocked. The following information was provided by the initial reporter. The doctor stated: the "cannula was sealed and could not be used."